Event description:
During a surgical procedure, the distal end of the elite cold knife detached and fell into the pt's body. The piece was retrieved with no pt harm. Another like device was used to complete the procedure with no further incidents.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.